Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service an error message occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: while performing a review of the complaint, it was discovered that the file was inadvertently assessed as reportable. The malfunction will not be likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other, other text: device received for investigation. Additional information received. Customer reported that they are unaware of any adverse events with patients relating to this device.